Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A 3mensio was provided and showed calcification in the annulus. In this case, the complaint for balloon burst was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests patient factors (calcification) likely contributed to the event as 'there was mild, but sharp stj calcium noted' and calcifications were seen in the imaging evaluation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Pending completion of the investigation.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, during valve deployment, the commander delivery system balloon ruptured. The valve was not fully expanded. The first system was able to be removed. A new 26mm commander delivery system was prepped. The second commander went in and post dilated the valve to get it to full expansion. The second commander delivery system balloon also ruptured but was fully inflated at the time of rupture. The second delivery system was removed intact. Both balloons had linear tears that appeared to originate on the aortic side of the balloon. All balloon pieces were retrieved. There was mild, but sharp stj calcium noted. No patient harm and the valve function was good. Patient to ICU for post procedure care.